Event description:
The surgeon reported that he noticed unusual resistance when creating the presacral access channel during surgery. Pt was not discharged 2 days later, as scheduled, due to the pt not feeling well. It was decided to hold the pt over the weekend. Drainage from the incision was observed. A colorectal surgeon was consulted. Colorectal surgeon ordered an enema. The enema revealed leakage into the pre-sacral space. A rigid scope was used to examine the rectum. It was fairly clean. Through digital exam and through reopening the incision, it was discovered that there was pre-existing scar tissue present that was rigidly fixing the rectum to the coccyx. This scar tissue was undetected prior to the procedure. A laceration in the rectum was discovered aproximately 1-2cm from the tip of the coccyx. There is no evidence of peritonitis. The possibility of an infection in the disc space is thought by the surgeon to be minimal based upon his pre-operative preparation routine which includes antibiotics combined with the fact that the implant passes only through a protected channel. A temporary laparoscopic colostomy was done. The care of thie pt has been turned over to the colorectal.